Manufacturer narrative:
(B)(4): actual pieces of suture were returned and microscopically evaluated. One suture segment was machine cut at one end and roughly cut at an angle at the other end. Another suture segment was severed with instrument damage present (needle holders). The returned suture segments did not account for all of the suture product, so a complete examination was not possible. No breakage was observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The suture broke prior to use on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.